Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 23-jan-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint device was received loose in the original folding carton. During a visual inspection, the device was inspected under magnification. The complaint device was received with the plunger rod advanced to a lens that was stuck in the cartridge tip. Viscoelastic residue was distributed through the length of the cartridge and no cartridge issues were identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected, and no assembly issues were identified however viscoelastic residue was distributed below the lens module which could indicate that an excessive amount was used and that could have contributed to the complaint event. The plunger rod advancement was inspected and presented with no issues. The lens could not be removed from the cartridge to be evaluated. Complaint issues "haptic damaged" and "device advancement issue" were not identified during product evaluation. The observed "stuck in cartridge" is similar to the reported complaint issue "device advancement issue". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: not applicable as there was no patient contact with the device. Section a-3a patient sex: not applicable as there was no patient contact with the device. Section a-3b patient gender: not applicable as there was no patient contact with the device. Section a-4 patient weight: not applicable as there was no patient contact with the device. Section a-5 patient ethnicity: not applicable as there was no patient contact with the device. Section a-6 patient race: not applicable as there was no patient contact with the device. Section b-3: date of event: unknown as information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded drt225 model intraocular lens (iol) was stuck and haptic was damaged. There was no patient contact with the iol and the procedure was completed using back up iol. No further information is available.